Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The share data log was reviewed on (B)(4) 2018. The investigation confirmed loss of connection for over three hours on (B)(4) 2017. The complaint for loss of connection was confirmed. A root cause could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Functional testing was not performed. Previously, share data was provided for evaluation and confirmed the loss of connection. The reported event loss of connection was confirmed via data. The root cause was determined to be a defective transmitter.